Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The manufacturer¿s field service engineer (fse) confirmed the reported display issue and replaced the printed circuit board assembly (pcba) vga controller. Unit pass all required test and return to service.

Event description:
The customer reported a display issue. There was no patient involvement.